Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Picture of the product has been sended. A hole in the inner sterile packaging has been identified. The reported event was confirmed. The product was not received up to date, but the issue is identifiable on the picture. The manufacturer sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to supplier packaging issue.

Event description:
It was reported that during the surgery first package was opened and it was realized that there is damage on second sterile package. Surgery did not extend. Surgery completed with another cement. There was no harm or injury to patient or operator.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated to address reported issue. Picture of the product has been sended: a hole in the inner sterile packaging has been identified. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The exact root cause of the event cannot be determined but according to the available data the most probable root cause is a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery first package was opened and it was realized that there is damage on second sterile package. Surgery did not extend. Surgery completed with another cement. There was no harm or injury to patient or operator.